Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the erbe to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the erbe involved with this complaint and performed failure analysis. The erbe was placed on an in-house system and was run in normal mode. The reported failure was reproduced. The visual inspection showed the erbe was in a good condition.

Event description:
It was reported that during a da vinci-assisted ingunial hernia surgical procedure, the integrated electrosurgical unit (iesu/erbe) had an error c-34 while activating energy for monopolar curved scissors instrument. Prior to calling technical support, the customer tried changing the instrument and the cable, but the issue persisted. No other generators were in use at the time of the call. An intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs and noted that the error has occurred several times. The tse advised a customer to power cycle in between the procedures. The customer called back to know other options to complete the procedure. The tse asked the customer if they had a blue covidien energy activation cable. The customer confirmed they have energy activation cable part number# 371716. The tse assisted to connect energy activation cable between the covidien generator and the vision cart personality module energy device (pmed). The customer confirmed a blue led on pmed connector. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information was obtained from the original equipment manufacturer (OEM) analysis: c-34 error was generated on startup. Troubleshooting led to a malfunction of hf generator printed circuit board (pcb) and cable. The component was replaced, and the mentioned error ceased. In addition, the top cover has scratches, and the front frame bezel is cracked.

Event description:
Refer to h10/h11 for follow-up information.